Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was driving home when she suddenly felt disoriented and then lost consciousness. The patient did not know what her cgm value was at this time. The patient was wearing an omnipod insulin pump. The patient drove through incoming traffic and had an accident with another vehicle. Ems was called (it was not specified by who). The patient regained consciousness in the ambulance while be treated with ¿sugar water¿ and transported to the ER. The patient¿s bg meter reading when ems arrived was 32 mg/dl. About 15 minutes later, the patient¿s cgm alarmed to a low mg/dl value. Ems told the patient this was the first time the patient¿s cgm value had alarmed since they had been with the patient. The patient alleged that the delay in receiving this audio alert caused what occurred during this event. The patient also reported she ¿believed the cgm was accurate¿ and did not allege an inaccuracy issue. At the ER, the patient had an x-ray done which showed no significant findings. No further medication or treatment was provided to the patient while in the ER. It was noted that the patient had bruises on her shins and hands as well as lower back pain due to the impact of the car accident. The patient was discharged home after approximately three hours. The patient was ¿fine¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.